Manufacturer narrative:
Unexpected restart error after battery change and memory was erased due to faulty interface board. Pump passed the displacement test. Pump had cracked case at display window corners, battery tube threads, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call stated that the insulin pump had an unexpected battery power loss alarm. The customer¿s blood glucose level was unknown. The customer stated that the pump had an unexpected battery power loss alarm every time when changed battery and it makes rewind pump and changes setting and he had reprogram it. The customer was advised that the pump needs to be replaced. The customer was advised to monitor the pump and continue to wear the pump until replacement arrives. The insulin pump will be returned for analysis.